Event description:
It was reported that the patient felt lightheaded and shortness of breath when walking up the hill. The activity of daily living response was decreased and capture threshold was increased. The patient will be monitored. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.